Event description:
Info received indicates the bed has no scale display due to corrosion on the 22-position on the retracting frame.

Manufacturer narrative:
The technician replaced the 22-position connector to repair the bed.